Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. No unexpected low battery alarm, battery power loss alarm or blank display noted during testing. Insulin pump monitored without the test energizer battery inside the battery compartment and reinserts it back into the battery compartment for less than 10 minutes and no unexpected drive count or time values or changes incorrect for moving or coasting error alarm noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had post reset ram crc alarm, unexpected restart and unexpected power loss. Blood glucose level of the customer was unknown. The customer was assisted with the troubleshooting and the customer was able to clear the alarms but the insulin pump stopped working. The insulin pump will be returned for the analysis.